Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The dentist states in the letter clinical examination has revealed patient has the following: class ii division 1 malocclusion, severe overjet 7+mm, a normal overbite, moderate upper crowding 4-6mm, mild lower crowding 1-2mm, narrow maxillary arch, retrognathic mandible, and impacted teeth #17 and 32. Treatment recommendations: orthodontic/surgical treatment, orthognathic surgery or premolar extractions to correct class ii malocclusion and overjet, estimated treatment time 24-30 months and consult with oral surgeon. Advised patient to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.